Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2022-102614. It was reported that the patient experienced undesired nerve stimulation. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue.